Event description:
The customer reported that the system had an overheating error and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The radiator was recalibrated during the service call. The system was tested and found to be working as intended and put back into service.